Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the unit was down due to power issues. The bme requested the power management (pm) printed circuit board assembly (pcba) be replaced. A philips authorized service provider (asp) evaluated the device and reported no issue with the device navigation ring, nor with the pm pcba. The asp determined with further analysis, the user interface (ui) pcba was the failed component. The asp replaced the ui pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting the v60 ventilator was difficult to power on and off. The device was not in clinical use. There was no report of harm. The investigation is ongoing.